Manufacturer narrative:
The device was returned but evaluation has not been performed at this time. Follow up MDR required to report results.

Event description:
It was reported that a patient's blood glucose reached 400 mg/dl while wearing the pod between 4 and 24 hours. The patient cannula came out from the infusion site (arm). For treatment, pod was replaced, a correction was given and then a bike ride. (B)(6).

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues noted that would cause the cannula to dislodge from the infusion site or high blood glucose levels. Due to the adhesive pad having been worn, the original state of the adhesive pad could not be determined.